Event description:
It was reported that an ilet pump became unresponsive on the fill tubing screen with the on-screen button greyed out and not accepting input during a scheduled supply change, consistent with a device display or user interface malfunction of the pump hardware. Symptoms included no adverse clinical effects, with blood glucose reported as normal and the user transitioning to alternative therapy. Outcomes included temporary interruption of pump therapy without medical intervention or hospitalization. Investigation included customer service troubleshooting steps such as charging the device and attempting a button press reset, as well as guidance to shut down the device, sync data to the mobile app, and use cgm via the dexcom app or receiver. Investigation of this device revealed a persistent screen/input unresponsiveness, consistent with a device malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction of the pump¿s user interface.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.